Event description:
It was reported that the battery consumption of this pacemaker had increase to 131 percent (%) even though the patient was only being paced 3% in the right atrium (ra) and less than 1% in the right ventricular (rv). Intermittent myopotential noise and oversensing had previously been reported on the ra channel dating back to 2022. However, the pacemaker was reprogrammed accordingly at the time. Now, a review of device data indicated there are still episodes of oversensing occurring causing multiple atrial tachy response (atr) episodes. The high number of recorded atr episodes may be affecting the observed battery consumption of the pacemaker. The ra sensitivity was reprogrammed, and the pacemaker continues to remain in service as it still has six months remaining in longevity. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.